Event description:
The event description according to the customer is as follows: the oxygen supply failed.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Manufacturer narrative:
It was reported that an out of box failure of o2 mixture assembly occurred. Issues detected during the installation of a new spare part to device ("out of the box") are not considered reportable. Before clinical use on a patient, every new spare part to the device undergoes installation, inspection, and functional checks. Additionally, all devices perform self-tests and calibration before being used to ventilate a patient. As a result, any such issue would be identified and addressed before patient use, ensuring that no undetected malfunction could pose a risk.